Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. Pump passed idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Blood glucose was 154 mg/dl at the time of the incident. The customer was able to rewind the pump. The insulin pump will be returned for analysis.